Event description:
It was reported that the patient went to emergency room (ER) due to blood glucose values of 21.7 mmol/l (390.6 mg/dl) and ketones of 3.8 on (B)(6) 2024. The pod was worn between 5 and 24 hours on the abdomen. It was noted that the adhesive pad was not sticking well after showering causing the cannula to dislodge from the site and resulting in the patient bleeding. Prior to going to the hospital, the patient's mother called their healthcare professional (hcp) and was advised to administer a pen correction to treat their high blood glucose levels, which helped lower their blood glucose values. A new pod was also applied before going to the hospital. At the hospital, the doctor only checked their blood glucose levels, ketones, and weight. They were also advised to drink half a liter of water to help lower their ketones. No other corrections or treatment was provided. The patient was discharged the same day ((B)(6) 2024). Device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the adhesive pad was not sticking well after showering causing the cannula to dislodge from the site. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.